Event description:
Pt had silicone breast implant for breast reconstruction after subcutaneous mastectomy. Pt has had chronic pain in chest since removal of the implants. She also has had exacerbation of optic neuritis (blindness).